Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter intra-operatively, the device¿s tag dislodges from pouch and fell into patient cavity. The system detection was used and the tag was found. The surgeon completely closed the patient but opened back to retrieved the tag. There was no injury caused to the patient and no medical intervention was required.